Event description:
It was reported that a minimum fill notification occurred when caller attempted to reload cartridge with less than recommended amount of insulin. There was no adverse impact to the customer¿s blood glucose level. Customer received education on using sufficient insulin for reloading, cleaned pump pneumatic area as instructed, and successfully filled and loaded new cartridge following guided steps, after which pump function was restored and insulin delivery was resumed.